Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10508 for the valve stenosis with valve in valve intervention and manufacturing report no: 2015691-2023-12192 for the reported balloon burst with difficulty withdrawing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 5 months, 3 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents with stenosis. The patient was brought in to undergo a valve in valve procedure with a 23mm sapien 3 ultra valve. Post successful deployment, there was some residual waste in the valve after initial inflation, and instead of assessing with gradient, the operator decided to post dilate again with the same volume using the commander delivery system, as there could be possible recoil. During post dilation, the commander delivery system balloon ruptured. Upon removal of the delivery system back into the 14 fr esheath+, the delivery system got stuck, and it would appear the fully expandable portion of the esheath+ began to rip from the radiopaque distal tip downward like an 'accordion' (material started folding down). At this point, the delivery system and esheath+ would no longer retract out of the body after numerous manipulations, a pin and pull technique was tried, attempts to advance the system out beyond the sheath and just retract the balloon and delivery system separate were also attempted with no success. At the point to where the balloon and delivery system both got to around the upper femoral head, a cutdown was performed. While performing the cutdown, the surgeon had to cut the balloon and some of the artery to remove everything from the body. The common femoral artery was repaired with a graft. The patient was stable throughout the entire procedure and went home on pod 2.

Manufacturer narrative:
The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner delamination was unable to be confirmed as no relevant imagery/device were returned. As reported, 'during post dilation, the commander delivery system balloon ruptured. Upon removal of the delivery system back into the 14 fr esheath+, the delivery system got stuck, and the partially and expandable portion of the esheath+ began to rip at the seam downward about 30% like an accordion (material started folding down). It is likely that the altered balloon profile interacted with the sheath liner, causing the liner to accordion during delivery system withdrawal. Excessive manipulation may also exasperate the interaction between the burst balloon and the sheath, further contributing to the liner delamination. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event.